Event description:
A caller reported that there was a leak of insulin from the cartridge. The customer's blood glucose level did not exceed 500 mg/dl and was within a normal range. The caller successfully changed the cartridge, resumed insulin therapy, and continued without any adverse outcomes. There was no additional information available on the product lot number. No replacement of the cartridge was possible as it was unavailable for return.